Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "my breast implants had a recall in 2019 due to cancer that it was causing", "I have been having trouble with this implant for years", "it deflated and I lost all the liquid in my implant". This record is for the right side. Device remains implanted.